Manufacturer narrative:
H10: three (3) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak at the spike port bonding area of all samples. The reported condition was verified. The cause of the leak could not be determined; however, the most probable cause is due to inadequate or lack of cyclohexanone applied during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) exactamix 500 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags leaked medication from the administration port. This occurred during visual inspection of the finished product. There was no patient involvement. No additional information is available.